Manufacturer narrative:
Correction: the device malfunction would not lead to a death or serious injury if the malfunction were to recur. Evaluation determined the latch switches were out of specification and requiring adjustment however this would only result in a delay of therapy.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'does not recognize closed door', which was not reproduced. A review of the event history log identified "shut door-power off". The reported condition was verified. The cause was determined to be an out of specification latch switches, which were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the door was closed when the pump powered on. There was no patient involvement. No additional information is available.